Event description:
The customer reported that a system error (se) 2240 sounded during dwell 6 of 7 on the homechoice (hc) machine. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were used and were connected prior to priming. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper disconnect procedures were not used. The patient reconnected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. The hc was operational. No clinical consequences for the patient were reported. There were no reports of patient injury, medical intervention, or adverse event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer, the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. The 510(k) number will not be provided in the emdr, because the product is unknown at this time.